Event description:
The account alleges the stretcher will come out of brake when the account shakes the stretcher. No injury reported.

Manufacturer narrative:
Technician asked the account to check the brake pad adjustment. No further information is available on the repair of the stretcher at this time.